Event description:
Material no.: 515052; batch no.: 1807712. It was reported that during use of the bd phaseal¿ optima system, injector, n35-o infusion set disconnected. This occurred on 9 separate occasions, however, the date/time and or patient information is unknown. The following information was provided by the initial reporter: complaint 8 of 14: complaint form 17 (injector). Patient was receiving a 24hr infusion on an ip unit. Infusion disconnected at the connector/injector connection close to the 24hr mark. No leak occurred, and no patient or nurse injury.

Manufacturer narrative:
H.6. Investigation summary: no photos or physical samples that display the reported condition were available for investigation. A device history review was performed for lot 1807712, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Five retained samples of the same lot were used for additional evaluation. The product was visually inspected and no defects were identified. Functional testing was performed, engaging and disengaging the injector and a sample connector from lot 1904103. In all cases the product functioned properly, and no issues were observed. Product undergoes inspections throughout the manufacturing process to ensure the quality and functionality of the device. Based on the available information we are not able to identify a root cause related to the manufacturing process at this time. Complaints received for this defect and device will continue to be monitored by our quality team for signs of emerging trends. Conclusion: since no potential causes related to the manufacturing process were identified and retained samples pass functionally testing, the defect cannot be replicated, and root cause cannot be determined at this time. The disconnection between injector and connector did not result in leakage/exposure or end user/patient harm.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
Material no.: 515052, batch no.: 1807712. It was reported that during use of the bd phaseal¿ optima system, injector, n35-o infusion set disconnected. This occurred on 9 separate occasions, however, the date/time and or patient information is unknown. The following information was provided by the initial reporter: complaint 8 of 14: complaint form 17 (injector) patient was receiving a 24hr infusion on an ip unit. Infusion disconnected at the connector/injector connection close to the 24hr mark. No leak occurred, and no patient or nurse injury.